Event description:
Caller reported symptoms of hypoglycemia, took 3 units of humalog based upon an aviva system blood glucose result of 317 mg/dl at 2:55 pm. She continued to have symptoms of hypoglycemia. Same system retest result 3:02 pm was 117 mg/dl. She successfully self-treated with food. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.